Event description:
It was reported that during a da vinci-assisted surgical procedure that one of the master tool manipulators (mtm) was not working, and "deploy for docking" would not highlight on the system touchscreen. Error 25588 and a message advising to disable the left mtm was observed in the system logs. The intuitive tech support engineer (tse) recommended to power cycle the system in an attempt to re-enable mtm. The customer stated they would perform the power cycle after the procedure. The surgeon moved to the other surgeon side console (ssc) to proceed with the case. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reseated the master tool manipulator (mtm). The mtms was tested six times without failure or errors presenting. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a disabled mtm.